Event description:
It was reported after use, that during an unknown procedure, the staples were difficult to apply. The staple line is disunited the day after the intervention. The healing requires more post-op care, the infection risk is more important. No lot number and details about patient's post op follow up are available. Unknown how case was completed. Unknown if there were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Date sent: 10/02/2009. Information is unavailable; device was not returned for evaluation. Device was not returned. As a lot number was not received, a device history review could not be performed.